Event description:
Caller asking about this patient's high lv (left ventricular) tip/rv (right ventricular) coil impedance alert 3000 ohms? Caller stated that the patient's lv ring conductor was fractured in the past when they saw high lv ring/rv coil impedance spikes. After the lv ring fracture, they programmed the patient to lv tip/rv coil. See attached. Explained to the caller that there now appears to be a lv tip conductor fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).